Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving morphine (1000 mcg/ml at 108.5 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation when the patient came in to have his pump checked following an MRI. The MRI was on (B)(6) 2017; there was a tube set message on (B)(6) 2017; and the motor stall recovery logged today after the pump was interrogated a few times. The patient symptom was reported to be a headache. No further patient complications have been reported as a result of this event.